Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02300. It was reported that the ipg could not be placed in MRI mode. Diagnostics revealed high impedance on multiple contacts of one lead. Surgery may occur to address the issue. It is unknown which lead has high impedance so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.